Manufacturer narrative:
Device manufactured between: may 17, 2018 to may 18, 2018. The actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was inspected and it was noted that there was evidence of buildup of fluid on the outside of the administration port. The reported condition was verified. The cause of the reported condition was undetermined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000 ml eva tpn bag was leaking at the infusion port after compounding. There was no patient involvement. No additional information is available.